Event description:
It was reported that high impedances, greater than 10,000 ohms, were read intra-operatively on contacts 0-3. No further information was reported.

Manufacturer narrative:
Product ID 3999, product type lead.